Event description:
It was reported that the right ventricular pacing impedance had been slowly rising. It was also noted that there may be electrical magnetic interference (emi) when using a transcutaneous electrical nerve stimulation (tens) unit. Follow-up information obtained from the clinic confirmed that the patient was using a tens unit which the clinic associated with the patient's episodes of varying impedances. It was further reported that there may be a lead fracture. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular pacing impedance had been slowly rising. It was also noted that there may be electrical magnetic interference (emi) when using a transcutaneous electrical nerve stimulation (tens) unit. Follow-up information obtained from the clinic confirmed that the patient was using a tens unit which the clinic associated with the patient's episodes of varying impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.